Event description:
New information received noted that the device was removed due to normal elective replacement indicator, the right atrial lead exhibited high capture thresholds and diminished sensing. The right ventricular lead exhibited noise and high capture thresholds. The patient was in stable condition.

Manufacturer narrative:
Only the distal portion of the lead measuring 26.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-18386. Related manufacturer reference number:2017865-2019-18390. It was reported that the system was explanted and replaced on (B)(6) 2019 due to lead malfunction. No further information was provided.